Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the temperature module. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed that the temperature module did not meet specification. The temperature module would not power on therefore it could not be recognized and configured. During microscopic examination the pst observed that the solder was hot enough to flow which caused circuitry loss and corroded contacts.

Event description:
It was reported that during the use of the device for a non-clinical activity, the temperature module light emitting diode (led) was not illuminated and did not show online. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.